Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with unknown mentor gel implants experienced bilateral capsular contracture (baker grade unknown) post procedure. As a result, replacement with mentor gel implant was performed in 1993. See for contralateral prosthesis report. See 1645337-2020-06614 for contralateral prosthesis report.